Event description:
It was reported that the coil broke after as the physician was removing the device, having encountered resistance in the microcatheter during deployment of the coil into the lesion. There was no reported clinical consequence to the patient.

Event description:
It was reported that the coil broke as the physician was removing the device, having encountered resistance in the microcatheter during deployment of the coil into the lesion. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that the proximal contact was kinked and the delivery wire was kinked at 18cm, 40cm, 127cm and 140cm from the proximal end. No coil was attached to the delivery wire. The delivery wire was examined under magnification and no other anomalies were found. The definitive cause of the reported issue could not be determined but it is most likely related to operational context.